Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h13d21011 and h13e19020 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The patient experienced peritonitis and was hospitalized the same day for the event. The cause of peritonitis was unknown. Treatment for the peritonitis was not reported. At the time of this report, the peritonitis was not resolved, the pt was not recovered, and dianeal therapy was ongoing. Additional information was requested but is not available. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The nurse could not confirm the event of peritonitis. The patient experienced abdominal pain and a urinary tract infection. The nurse stated they thought it was peritonitis but it was a urinary tract infection. The patient recovered from abdominal pain and urinary tract infection.